Manufacturer narrative:
This report is submitted on april 27, 2023.

Event description:
Per the clinic, the patient experienced a brain tumour. The device was explanted (B)(6), 2023. There are no plans to re-implant the patient.